Manufacturer narrative:
The reported condition of fail code 810:11 was confirmed. Inspection of the device revealed the air in line printed circuit board was out of calibration.

Event description:
The facility reported a fail code 810:11 during a pt infusion. No reports of any pt incident involving this pump.